Event description:
The manufacturer received information alleging a ventilator was delivering more volume with each breath. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The active exhalation control module was replaced to address the issue. The device had evidence of contamination.